Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's dad reported via phone call that the insulin pump was exposed to moisture. Blood glucose value was 220 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump received with no button response at act button due to unlocked connector on lcd board. Unable to perform any tests due to button unresponsive. Insulin pump received with no moisture damage on electronics and motor assembly.